Manufacturer narrative:
Concomitant medical products: lead model 3093-33 lot v728628 implanted: (B)(6) 2011 explanted: na. Programmer model 3037 serial (B)(4). Neurostimulator model 3058 serial: (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3093-33 lot v728628 implanted: (B)(6) 2011 explanted: na. Programmer model 3037 serial (B)(4).

Event description:
See MFR 3004209178-2012-01170. It was reported that the patient experienced a shocking/jolting sensation whenever she got close to anything electrical. It would continue until she walked away. The patient attempt to use different settings to no avail. Additional information has been requested.